Event description:
Overdelivery reported. The pump was set to infuse tridil 75mg/250ml at 16ml/hr. A new container was hung at 6pm. A nurse noted that approx 1.5 hrs later the entire container was empty. The pt experienced "headache and stomach discomfort" but maintained stable vital signs. The symptoms resolved over time without medical intervention. There were no adverse sequelae.

Manufacturer narrative:
Corrected MFR site/address.